Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a loose ac connector. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the power connector on the device was loose. During physical inspection, it was found that there was a damaged downstream occlusion seal. There was no patient involvement, no patient injury was reported.